Manufacturer narrative:
Device analysis summary: visual analysis indicated "no defect observed". Further information from the reporter regarding event has been requested. No additional information is available at this time. Device history record (DHR) summary: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during patient injection with one syringe of juvéderm vollure¿ xc the needle broke off at the hub. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.